Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product (prolene mesh) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? Citation: j post med inst. 2014; 28(4): 400-3. Please see referenced article attached. (B)(4).

Event description:
Title: comparison between on lay and sublay methods of mesh repair of incisional hernia the objectives of the study was to evaluate the repair of incisional hernia by two different methods; the onlay (conventional method) and sublay (retromuscular preperitoneal) methods at 2 different tertiary care centers of (B)(6). A total of 80 patients diagnosed clinically and confirmed ultrasonographically and subsequently operated upon with either methods were included in this study. Of which, the sublay group (group a) consists of 40 patients (23 female and 17 male patients) and the onlay group (group b) consists of 40 patients (32 female and 8 male patients). During the surgical procedure in group b, a prolene polypropylene mesh (ethicon) was placed on to the anterior rectus fascia (onlay technique) with continuous or interrupted 2-0 and 3-0 polypropylene sutures. Two suction drains were placed above prolene polypropylene mesh (ethicon) in all patients. In group b, reported complications included wound infection (n-6) which were treated conservatively without any surgical intervention, hematoma (n-4), seroma formation (n-4) which were managed conservatively by aseptic aspiration until dried, and recurrence at 24 months post-operatively (n-3). It was reported that although placement of the prosthetic mesh in the subcutaneous plane (onlay technique) is the most popular and most commonly used technique, it is associated with many disadvantages, especially wound infection, seroma formation, and prolonged time of drainage, and therefore, prolonged hospital stay. It was concluded that the sublay repair of incisional hernias, placing mesh in the submuscular plane, is highly effective with a low recurrence rate and acceptable complication rates.